Event description:
The device presented a follow-up with a battery voltage of 1.95 volts. At the previous follow-up 4 months earlier, the battery voltage had been 3.1 volts. The patient was reported to have had no cardiac episodes since the previous follow-up. Additionally, there had been no known exposure to emi.